Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. The device has sustained significant deformation through repeated impacts without breaking. (1) sample of km46666 lot a9 was received for evaluation. The mallet head and the handle were included. The mallet head exhibits heavy deformation and the edges of the mallet have rolled over from repeated strikes. The mallet head has separated with a bifurcrated "stepped" fracture plane indicating excessive force from both sides of the mallet head which is consistent with the wear pattern on the mallet head. A matching fracture plane was noted on the device handle. The fracture exhibits a thin grey line in the middle which was the final point of failure. No anomalies were noted in the grain structure of the steel to suggest a material deficiency.

Event description:
The report states: I ordered 2 of these ortho mallets on (B)(6) 2019. The requesting physician was using it today and the head sheared off. No complications or injuries from this, luckily was in middle of upswing and mallet head fell to the floor. There was no adverse effects and patient condition is fine.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I ordered 2 of these ortho mallets on (B)(6) 2019. The requesting physician was using it today and the head sheared off. No complications or injuries from this, luckily was in middle of upswing and mallet head fell to the floor. There was no adverse effects and patient condition is fine.